Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp support, the automated impella controller (aic) did not detect the purge cassette. The console was power-cycled but the issue was not resolved, leading to aic being exchanged. The issue resolved. There was no reported patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined after arriving and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue. D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report 1220648-2024-13131 in accordance with updated procedures. D4 model number was inadvertently entered incorrectly on the initial manufacturer device report number 1220648-2024-13131. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-13131 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact first and last name was erroneously entered on the initial manufacturer device report number 1220648-2024-13131 g1 reporting contact email revised on manufacturer device report 1220648-2024-13131 in accordance with updated procedures.